Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were the clips malformed? Was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? How was the procedure completed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip did not hold on tissue. A new device was used to complete the case. There were no patient complications reported. No additional information is available at this time.